Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no power going to the main pyxis unit due to a faulty drawer. A field service engineer walked the customer through the troubleshooting steps to locate, isolate, and disable the faulty drawer with a clicking sound to bring the station back up until the scheduled on-site visit the following morning. The customer confirmed the functionality via remote smart service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es there was no power going to the main pyxis unit and screen went black. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.